Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, there was some difficulty in using the trigger and cutting the tissue during use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.